Event description:
The pt called to report that his device was making a high-pitched blower noise and that he was experiencing persistent ringing in his ears. A follow-up report will be filed when the manufacturer has completed their investigation.